Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension vista hba1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hba1c flex reagent cartridge (k3105a) was issued in april 2013 to impacted customers. The communication 13-18 instructed customers to immediately discard any remaining inventory of the affected lots of dimension vista hba1c (k3105a). Siemens provided a lot number for lots beyond which the issue was corrected. User failure to follow instructions contributed to the problem. Siemens has confirmed that the customer did receive the letter and they have agreed to follow the instructions to discontinue the use of lot 12282aa.

Event description:
Customer complains of an increased frequency of above assay range flags at a frequency of 3 per month. Samples were diluted and still gave above assay range flags. The samples are repeated by an alternate methodology at an alternate laboratory (unknown methodology) and valid results are obtained. It is unknown if flagged above assay range patient results were reported to the physicians. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant elevated, flagged results. There was no report of adverse health consequences as a result of the discrepant elevated, flagged hba1c results.